Event description:
It was reported that the doctor was unable to titrate a patient's generator above 1.0ma due to severe instant vomiting and pain from stimulation. The doctor noted that the patient would be referred for explant if she couldn't get an MRI of the abdomen due to the vns and because of these severe side effects. MRI of the abdomen is not possible with vns per MRI precautions for vns therapy. Upon follow-up, the doctor indicated that the patient was referred for explant not for patient comfort or to preclude a serious injury but because she was not getting a therapeutic benefit at current levels of stimulation and the device precluded her from getting an MRI. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.